Manufacturer narrative:
This report is submitted august 9, 2018.

Event description:
Per the clinic, the patient developed a cholesteatoma resulting in an infection, unrelated to the device, and subsequently the device was electively explanted on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.